Manufacturer narrative:
Date sent to the FDA: 12/04/2020. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify a date of index surgical procedure?--it was performed on (B)(6) 2020. What is the patient current status? It was reported that the patient's incision healed a week after removal of the suture and replacement of suture. The following information was requested, but unavailable: "the patient demographic info: weight, bmi at the time of index procedure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initially placed (interrupted or continuous? How the suture was initially tied? Was there any precipitating stress factor for the suture slippage and breakage? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What suture product was used to re-suture? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. Please clarify a date of index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture initially placed (interrupted or continuous)? How the suture was initially tied? Was there any precipitating stress factor for the suture slippage and breakage? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient current status? What suture product was used to resuture?

Event description:
It was reported that the patient underwent a right hand tendon rupture repair surgery on unknown date in 2020 and the suture was used for tendon anastomosis. Seven days after the surgery, the edge of the incision appeared with erythema and post-op inflammation. The incision was opened immediately and edema of subcutaneous tissue was found along with slippage of suture and partial broken suture. The suture was removed and the tendon was anastomosed again with a new suture. One week later, the incision healed. Additional information has been requested.